Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump has minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was doing work around the house and wearing the insulin pump in her bra and it might have been exposed to sweat. She tried to bolus for lunch and the buttons were sticking and then the button error alarm occurred. Blood glucose value was 82 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.